Event description:
It was reported to boston scientific corporation that during a pubovaginal sling/anp repair procedure where an uphold vaginal support system was placed, the "tightening string" of the device pulled off the "graft." It is unknown whether anything detached inside the patient. The physician completed the procedure, although the method and product/s used are unknown. Reportedly, there was no harm to the patient. All other information, including the patient's current condition, is unknown and reportedly unavailable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.